Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead passed away one day post-implant. The physician contacted the local boston scientific sales representative to program off device therapies, and reported that the patient had recurrent ventricular tachycardia (vt) and received shocks from the device that restored the patient to sinus rhythm until the vt began again. The physician did not believe there was a malfunction with the implantable cardioverter defibrillator (ICD). However, x-rays showed that the rv lead was dislodged. At this time, it was not known if the lead dislodgement contributed to the patient's death. Additional information was received. The rv lead was not actually dislodged, the fluoroscopic projection made it appear dislodged. The physician reported the cause of death was a vascular complication, specifically a pneumothorax. It was noted the patient was ischemic. Also, the patient received cardiopulmonary resuscitation (CPR) as part of the life saving efforts performed. The products were not explanted post-mortem and will not be returned.